Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the left tracker was inaccurate. The tracker was calibrated and verified. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site took a spin and began to navigate. When navigating, the surgeon felt as if they were way off and navigation was aborted and they moved forward with the c-arm. Upon inspection by a representative using a demo model, everything checked out. Calibration was performed and the system was working as intended. There was less than a 15 minute delay to the procedure and no impact on the patient's outcome.